Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a high blood glucose level of 1300 mg/dl. Customer stated that the pump was broken and did not want to troubleshoot. Customer was feeling sick and decided to go to the emergency room. Customer was treated for their high blood glucose level. Customer ended up with diabetic ketoacidosis. Pump was removed and customer was sent home with lantus solostar pens and novolog pens. Customer was wearing the pump at the time of the emergency room visit. Customer will no longer be on pump therapy and has reverted to her back-up plan. Customer stated that she was tired of having issues with the pump and has had lots of no delivery alarms. Customer stated that she was always changing infusion sets two or three times to get it to work. Customer has tried all of the infusion sets and declined troubleshooting at this time. Customer does not want to return the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.